Manufacturer narrative:
The certas valve (ID 828807pl) was returned for evaluation. Device history record (DHR) ¿ the product code 82-8807pl with lot 7321571, conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was at setting 2. The valve was visually inspected; the siphon guard was damaged and a cut mars were noted on the siphon guard. The valve passed the tests for programming and pressure. The flush, leak, reflux, and siphon guard tests could not be performed as the siphon guard was damaged. Root cause analysis - at the time of investigation, no function issues were noted. A possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the valve. The root cause for the ¿siphon guard damaged¿ is due to a sharp or pointed object coming into contact with the valve in view of the cut marks on siphon guard. As noted in the surgical procedure precautions section in instruction for use (IFU), silicone has a low cut/tear resistance.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported debris (blood) was found inside the certas plus valve (ID 828807pl). The valve was implanted on (B)(6) 2024 and due to a concerned of malfunction, it was explanted and replaced with a new certas shunt on (B)(6) 2024. Upon review, a debris (blood) was observed inside the valve mechanism. A physician noted that the debris may have caused the malfunction. No patient¿s signs and symptoms reported due to valve malfunction and the new shunt is working well on patient.